Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a technical implant failure. However, to determine an exact root cause a device investigation of the explanted device would be necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected. No details on further actions have been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Awaiting details on further actions.